Event description:
It was reported that during an unknown procedure there was presence of a foreign object in the instrument packaging. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch #432c34. B3: only event year known: 2024. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one cdh29b device was returned inside its package unopened; upon visual inspection, a black foreign matter was noted to be inside the packaging. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. In addition, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The defect observed of foreign matter is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Due to the damage found on the tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the damage on the tyvek. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device lot number 432c34, and no non-conformances were identified.